Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The patient's family member reported that the implantable pulse generator (ipg) emitted an alarm that sounded like "wengweng." The device remains in use and no patient complications have been reported as a result of this event. No other information was available.